Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to the implantable pulse generator (ipg) not holding a charge. The patient underwent an ipg revision procedure wherein the device was explanted and replaced. The ipg was disposed due to hospital protocol and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative